Manufacturer narrative:
Investigation: visual inspection revealed that the cutter had not been actuated. The needle was bent. The cap was on and there was no evidence of blood. Based upon the received condition of the device, the reported complaint "cutter bent" was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, during preparation of the aortic cutter it was observed that the tip of the aortic cutter (harpoon) was bent. Another heartstring iii proximal seal system was opened and was used to complete the case without incident or patient incident. There were no patient effects. The product is returning.